Event description:
Pt participated in a multi-center study of treatment for 1 of 2 level degenerative disc disease between l2 and s1. Pt was implanted with a femoral ring allograft spacer at level l5/s1. Pt was implanted with a femoral ring allograft spacer at level l5/s1. Pt was also implanted with an anterior tension band plate. Postoperatively, pt experienced new onset of pain, requiring l4/l5 instability with retrolisthesis. This report is for the screw head. This is report 1 of 7 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.